Event description:
The account alleged that the bed had no functions or air system.

Manufacturer narrative:
The technician found that the power control module (pcm) was not working correctly. The technician replaced the power control module to repair the bed.